Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they went to the hospital last (B)(6) 2013 due to blood glucose (bg) reading high. The patient reported they were admitted then and released (B)(6) 2013. The patient stated that their bg was over 500 mg/dl with medium ketones, vomiting, headaches and chills as well as dehydration, frequent urination and thirst. The patient stated that they had pain in the middle of stomach radiating to back as well. The patient stated they had kidney stone on left side as well. The patient stated that they were admitted and treated with insulin injections. The patient stated that when they went home their bg was approximately 109 mg/dl. The patient stated that they thought they may have had a liver infection and stated their liver enzymes are elevated. The patient stated that they were treated with antibiotics at time of hospitalization. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.